Event description:
It was reported that the device had water damage and could not power on. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the device had fluid ingression on the lens and lcd, main board, led flex, power button, and latch flex sensor, expulsor, and a degraded dso sensor. Functional testing was able to duplicate the reported problem. The root cause of the problem was fluid ingression inside the unit on multiple assembly parts. The service history review identified had no indication that the complaint was related to a service of the device. As a result, the main board, lcd, led flex, power button, latch flex sensor, and expulsor assembly, and dso sensor will be replaced. The device then passed all function and delivery tests following replacement.

Manufacturer narrative:
See b5 for update.

Event description:
It was further reported that the the product fault occurred when the patient dropped the pump in the water. There was no patient harm was reported and the outcome of the event was resolved.